Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries properly) was confirmed. As received, the q4 transistor was shorted on the bedside board. The cause of the inability to properly charger the battery packs is the shorted transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The last pt to use this charger/modem did not report any deficiencies.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem was not charging the battery packs properly. The pt was issued a replacement charger/modem.